Manufacturer narrative:
On 19-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot: 30875446l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jun-2023, bwi received additional information regarding the event. There were 35 minutes of CPR and multiple external shocks. The exact time from the resuscitation until death declaration is not under bwi's knowledge. However, shortly after the resuscitation, an ECG (electrocardiogram) machine was brought into the room and medical team recorded an ECG (this is what the hospital protocol requires). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool smart touch sf bi-directional navigation catheter. The patient went into ventricular fibrillation requiring CPR and ultimately passed away. During an ischemic vt case, in the mapping phase the patient entered in vfib, and after several shocks and 35 minutes of CPR, the patient was declared dead. The death was not related to any biosense webster product malfunction. The surgery was not delayed due to the reported event. No action was taken when the event occurred. The procedure was successfully completed. No fragments were generated. There were patient consequences, patient died, however it was not due to biosense webster devices. The adverse event and patient death occurred on (B)(6) 2022. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition. As far as intervention, they tried CPR, they followed the standard procedure for cardiac arrest. A thermocool smarttouch sf catheter was used. Graph, dashboard, and vector force visualization features were used. In physician¿s opinion, the cause of death was patient condition. During mapping, a sustained vt started, and no external shock and no medication was successful in returning patient in sinus rhythm. After 60 minutes of CPR the patient was declared dead. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).